Event description:
It was reported that the tip separated. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. Two 190 cm filterwire ez were selected for use. A normal puncture was done and the 8f guide catheter was placed into the common carotid artery about 3cm from the beginning of c1. Then the first filter was deployed and was taken out according to normal operations. However, when the body and delivery sheath of the filter were observed, it was found that there was a little kinked in the middle of the push guide wire of the filter, and then the guidewire at the head of the filter was shaped. After shaping, it is found that the tip guide wire coil structure was separated from the filter connection, so it was replaced with another of the same filter. The second filter was then taken out normally and was successfully delivered. However, the coil structure of the tip end of the guide wire was also separated from the connection position of the filter body in the shaping process. Primed and recycled in the salt water and deployed, and it was found that the filter body could not be recovered into the conveyor sheath. Therefore, different batches of filter were replaced. As per physicians opinion unstable tip coil structure may have caused the separation. There were no complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1. (B)(6).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in deployed state. Also, the retrieval sheath was returned. The spring tip was bent and stretched. Under microscope magnification the spring tip was bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way. E1. Initial reporter facility name- (B)(6).

Event description:
It was reported that the tip separated. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. Two 190 cm filterwire ez were selected for use. A normal puncture was done and the 8f guide catheter was placed into the common carotid artery about 3cm from the beginning of c1. Then the first filter was deployed and was taken out according to normal operations. However, when the body and delivery sheath of the filter were observed, it was found that there was a little kinked in the middle of the push guide wire of the filter, and then the guidewire at the head of the filter was shaped. After shaping, it is found that the tip guide wire coil structure was separated from the filter connection, so it was replaced with another of the same filter. The second filter was then taken out normally and was successfully delivered. However, the coil structure of the tip end of the guide wire was also separated from the connection position of the filter body in the shaping process. Primed and recycled in the salt water and deployed, and it was found that the filter body could not be recovered into the conveyor sheath. Therefore, different batches of filter were replaced. As per physicians opinion unstable tip coil structure may have caused the separation. There were no complications reported and the patient was stable after the procedure.